Event description:
It was reported that during an unspecified endoscopic procedure balloon deflation difficulties occurred. An extractor xl 15mm retrieval balloon catheter had been advanced to an unspecified location within the bile duct. When attempting to inflate the device, "not proper dilatation" was noticed. It also appeared that the balloon did not fully deflate. The procedure was completed with this device. There were no pt complications reported with the pt's current condition listed as "good".